Event description:
It was reported that the system 9600+ locked up during a procedure and required reinitialization to complete. It was further reported that the grayscale was torn after the reinitialization. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The image processor and display adapter circuit boards were reseated to correct the grayscale issue. The system was tested and found to be working as intended and placed back into service.